Manufacturer narrative:
This report is submitted on august 28, 2020.

Event description:
Per the surgeon, the patient experienced recurrent infections which resulted in three skin flap rotation surgeries. There has been another infection whereby the device was explanted on (B)(6) 2020.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on november 6, 2020.